Event description:
I first started having gastrointestinal issues. Then I could not walk, my feet hurt and my hands were not working properly. It felt like severe arthritis. Severe joint pain. Hair loss, fatigue, skin rashes, feeling unwell. FDA safety report ID (B)(4).